Manufacturer narrative:
Visual evaluation of the returned device found the lens in three pieces. The optic was cut/torn in half and one haptic was broken off. Functional testing could not be performed due to the damage. The device history records (DHR) were reviewed and there were no non-conformities or anomalies related to the reported event. Based on available information, a root cause for the reported event could not be conclusively determined. Reportedly, in the physician¿s opinion, the cause of the event was ¿the technician did not know how to load the iol.¿

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was advanced into the eye and removed due to improper load. The lens was cut out and the incision was enlarged; however, no suture was necessary. The lens was exchanged intra-operatively for another unknown lens that was placed in the capsular bag without issue. In the physician¿s opinion, the cause of the event was ¿the technician did not know how to load the iol.¿ current patient prognosis described as ¿vision is good.¿